Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager latch was stuck. A field service engineer had adjusted the housing and found the wiring harness loose, then reattached the led wiring. The user had been informed to close the fridge door and hold it for one second, as the vacuum and cushion were preventing immediate sensing of the door closure. A field service engineer had checked all cable and wiring connections and confirmed the hardware was in good condition. To test the repair, a field service engineer had performed multiple tests using the main application, and all results were successful. The user had been advised to continue monitoring. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager latch was sticked. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.